Event description:
It was stated that the insulin pump delivered two boluses that the customer did not program. No blood glucose levels were reported. It was stated that the insulin pump had not been exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.